Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that a screw fractured in the patients mouth in tooth #3. Part of the screw is still stuck in the implant. Customer ordered screw removal tools in order to retrieve the broken portion. Did not have the implant item number. It was placed in 2011.

Manufacturer narrative:
One certain gold-tite hexed screw, iunihg was not returned for investigation. Therefore, visual inspection could not be performed and the investigation will be of the applicable IFU and risk management files. The unknown biomet 3i implant was not returned as it remains implanted. However, since the fractured screw is stuck in the implant (constituting a malfunction), the implant is not likely to have caused or contributed to this event and the implant is non-reportable. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint record. Bone density type is unknown. Device was located on tooth site #3. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was could not be performed for the iunihg since the lot number was not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number (iunihg) was performed for similar events (complaint category keywords: fracture screw) and there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. December post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (iunihg). Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device was not returned.

Event description:
No further event information available at the time of this report.